Event description:
It was reported that the "pump wasn't working properly". There was no reported adverse impact to the customer's blood glucose level. Attempts were made by tandem technical support to follow up but further information was unable to be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. However, a different issue was identified. As reported in 2021- (B)(4).